Event description:
At the end of an implant procedure, the patient experienced a decreased in blood pressure. An echocardiogram revealed a pericardial effusion due to a cardiac perforation. A pericardiocentesis was performed to aspirate the fluid from the heart. The patient is now stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.